Event description:
It was reported that the device was explanted due to erosion. The patient used hydrogen peroxide on wound site against medical advice. The peroxide irritated the skin and destroyed the closure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.